Event description:
It is reported that the pt received an acetabular cup and had to be revised.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008. Should additional info become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
This case was reopened on june 19, 2013 to enter add'l info received on may 31, 2013. Since this case is related to the issues for which zimmer implemented a correction in july 2008 as referenced above, zimmer (B)(4) will close this case once again.

Event description:
It has now been reported that the pt underwent revision surgery on (B)(6) 2012 due to loosening and metallosis. It has also been reported that the pt is suffering from avascular necrosis on both hips.

Manufacturer narrative:
This case was re-opened to enter additional information received on april 17, 2013. At the time of this report, the manufacturer still did not received the device. Since this case is related to the issues for which zimmer implemented a correction in july 2008 as referenced above, zimmer (B)(4) will close this case once again.

Event description:
It has now been reported that the pt received a drum hip generic, left hip, on (B)(6) 2007 and underwent revision surgery on (B)(6) 2011 due to unk reasons. Add'l info: sample pt had a right hip revision surgery as well zimmer ref #(B)(4).

Manufacturer narrative:
This case was reopened on december 09, 2013 to enter add'l info which was received on december 04, 2013. Since this case is related to the issues for which zimmer implemented a correction in july 2008 as ref above. Zimmer (B)(4) will close this case once again.

Manufacturer narrative:
The result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008 as referenced. The distribution of this product was ceased in the meanwhile. Therefore, zimmer (B)(4) considers this case as closed.

Event description:
Additional information was received on (B)(6) 2015. The devices were returned and the result of the visual examination has been made available. Visual examination: during the visual examination the durom acetabular component presented condensed regions of third body material growth on the porous surface, minor condensed regions of third body material growth on rim segments. A and d and scuffing on the articulating surface. The metasul ldh large diameter head presented scuffing on the articular surface and material deformation and scratching present on the outer and inner faces. The metasul ldh head adapter presented scuffing and scratches on the outer taper surface, minor chipping and deformation on the distal face and third body material growth on the inner taper surface.